Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the basic occlusion test and unable to prime at 4 pounds during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The pump had scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 271 mg/dl at the time of incident. The customer's mother was trying to change the infusion set when the pump alarmed. The pump was beeping, vibrating and was unusable. The customer treated with the pump and manual injections. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.